Manufacturer narrative:
Device evaluation by MFR: the rotalink burr catheter was received for analysis. Initial visual analysis revealed no issues. The burr unit was then attached to a test advancer unit and a tug test was performed to examine the integrity of the handshake connection. A connect/disconnect test was also conducted. No issues were noted with the unit's handshake connector during the connection of the device. The rotablator unit was wire guided using a control guide wire. No issues were noted during the wire guiding of the device. Next, an attempt was made to wet tested the rotablator plus unit. It was noted that the catheter sheath was leaking approximately 24.6cm from the strain relief. A pin hole was evident where the catheter sheath was leaking. This is consistent with over tightening of the hemostasis valve. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The rotablator dfu states that "if the homeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The homeostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". Therefore the root cause classification is user related. (B)(4).

Event description:
It was reported that post a rotational atherectomy treatment procedure, a pinhole leak was noted in the sheath of the burr catheter. The target lesion was located in the right coronary artery. Upon removal of the 1.25mm rotalink burr catheter a pinhole leak was noted. The rota glide flush was observed to be squiring from the leak. The procedure had been successfully completed with this device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluation by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a rotational atherectomy treatment procedure, a pinhole leak was noted in the sheath of the burr catheter. The target lesion was located in the right coronary artery. Upon removal of the 1.25mm rotalink burr catheter a pinhole leak was noted. The rota glide flush was observed to be squiring from the leak. The procedure had been successfully completed with this device. No patient complications were reported and the patient's status is listed as fine.